Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to g2, and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not reproduced during the device evaluation. However, the device log was reviewed and it was confirmed the e333 occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e333 occurred due to a failure of the touch panel sensor or printed circuit board. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the intended procedure was therapeutic and there was no harm or user injury due to the event. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the visera elite ii video system center exhibited touch panel error e333. Subsequently, the subject device was restarted, and it was used to complete the intended procedure. There was no harm or user injury reported due to the event. This report is part one of two related events. (Patient identifier: (B)(6)).